Manufacturer narrative:
The event date is approximate. The consumer contact information, mailing address were not provided.

Event description:
The consumer reported that the diamondclean power toothbrush exploded in their hand during use. A minor injury or temporary impairment was reported. No life threatening or serious injury occurred.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.